Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a loose/detached atrial set screw and the ventricle set screw was found in the connector bore.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the lead pin would not advance into the header properly, due to a setscrew and/or grommet issue. It was also reported that the ipg exhibited no pacing. The ipg was removed and replaced with a different lead, and the same lead was used without any issues. No patient complications have been reported as a result of this event.